Event description:
It was reported during the patient's permanent scs implant procedure. The physician experienced difficulty placing the scs lead due to scar tissue. After approximately one hour the procedure was successfully completed. F/u on (B)(6) 2014 identified the patient is healing well and he is reportedly receiving effective stimulation therapy.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.